Event description:
A weld broke on the foot section of the deck, not out of box, no additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.